Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: the console was received for eval and was tested with the handpiece and footswitch in use at the time of this event. During testing this console functioned to performance specifications.

Event description:
It was reported that during use of a shaver handpiece, this console displayed the error message, "cannot ID handpiece". The user reported that replacing the shaver blade did not rectify this problem. In addition, the shaver handpiece would intermittently start up by itself without pressing the on button or foot pedal. This procedure was completed with a thirty minute delay. No injury was associated with this event.